Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular and cerebrovascular event on (B)(6) 2011 and subsequently expired on (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one event (cerebrovascular and cardiovascular) of two events reported for the same pt involving two separate products; associated mdrs # 1225714-2013-02599, 1225714-2013-02600, 1225714-2013-01169, 1225714-2013-01170.